Manufacturer narrative:
Siemens reviewed the data logs provided by the customer. The co-oximetry functionality on the rl1265 appears to have been working as intended throughout the day of and including when the sample in question was measured. This is concluded based on the co-ox calibration stability, internal co-ox quality checks, aqc expected recovery and lack of any relevant diagnostic errors or exception flags. The reported thb values appear valid. It is known that for accurate thb measurements, whole blood specimens require the red blood cells to be uniformly distributed throughout the entire sample. This can be obtained only by thorough mixing of the blood sample across two planes performed immediately before each analysis. Service discussed the importance of pre-analytical concerns with the customer. The instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rl 1265. There was no report of injury due to this event.